Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a dexcom g6 continuous glucose monitor (cgm) sensor alert and temporary signal loss to the ilet, after which the sensor connection resumed without intervention. No adverse clinical symptoms reported. Outcomes included no change in therapy and no medical intervention. User support included troubleshooting and education regarding sensor connectivity and the option to contact dexcom for sensor guidance. Investigation of this case revealed a transient communication disruption between the cgm and ilet with subsequent spontaneous reconnection, consistent with intermittent signal loss. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity issue.